Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm). Upon review, the egm showed electromagnetic interference (emi) oversensing noise on both right ventricular (rv) and right atrial (ra) channels. It was also noted there to be a saved pacemaker mediated tachycardia (pmt) episode that appeared to be atrial driven. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.